Event description:
It was reported the suture assistance device was used in a laparoscopic hysterectomy. It was reported the knot was malformed after the first firing. The device was reloaded an additional two times and the same problem occurred. The surgeon closed the loop with approximately 4-5 clicks of the firing lever. At the end of the procedure a peice of metal was retrieved from the abdomen.